Event description:
Customer reported the image went black. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage tube connectors. System operates as inteded. This MDR is related to ge healthcare complaint number.